Event description:
It was reported that the patient had an ambicor penile prosthesis left cylinder does not inflate. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). The app remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). The app remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that the device has been explanted as the device was received for analysis.

Manufacturer narrative:
Device analysis:product analysis identified a fluid leak in the cylinder; however, based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event as it is a secondary failure. No other device malfunctions were identified. Product analysis was therefore unable to identify a device malfunction related to the reported inflation issue. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the returned ambicor. Based on the results of this investigation, no escalation is required.